Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Attempts were made to get more information pertaining to this event; however, no additional information was received. Please accept this as a final report. Should additional information become available in the future, this report will be updated.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker system exhibited noise resulting in oversensing that led to pacing inhibition. The patient experienced faintness along with periods of asystole and syncope. Subsequently, the patient was hospitalized. The physician was attempting to interrogate the pacemaker when they received a red screen indicating the pacemaker had switched to safety mode. A magnet was applied to the device but it did not respond. Boston scientific technical services (ts) was called for information and ts indicated that the device should be schedule for replacement, as there is only limited therapy available. The device was later explanted that day and will be returned for analysis. No further adverse patient effects were reported.